Event description:
A patient with flat intramucosal cancer in a barrett's esophagus, not a surgical candidate. After 99% eradication of barrett's after circumferential ablation, he received focal ablation for small residual disease at the gastroesophageal junction. There were no acute adverse events. He restarted clopidogrel (anti-platelet agent) 3 days after focal ablation and 20 days later developed melena (dark stools). He received one blood transfusion. Endoscopy showed a small laceration at the gastroesophageal junction with an unknown relationship to prior rfa and no active bleeding. Laceration thought possibly due to vomiting. No therapy was provided for this endoscopic finding. Physician considers this event resolved.